Manufacturer narrative:
Approximate age of device - 7 years, 11 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient expired due to septic shock on (B)(6) 2018. It was confirmed by the vad coordinator that the outcome was device or therapy related. An autopsy will be performed; however, the report will not be provided to the manufacturer. The device will not be returned to the manufacturer for evaluation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported infection and sepsis could not be conclusively determined. The instructions for use list infection and sepsis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.